Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5, e1, and h6.

Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.